Event description:
It was reported that at a previous follow up, noise was observed. Noise was not reproducible with provocative testing and pocket manipulation. The physician elected not to image the lead. At a recent follow up, a fluoroscopy was performed and externalized conductors were observed. No electrical anomalies were noted. Patient condition was good.